Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was diagnosed with a peritonitis and was experiencing abdominal pain on (B)(6) 2014, during a peritoneal dialysis clinic. On (B)(6) 2014, the patient was prescribed an unknown dose and frequency of vancomycin via intraperitoneal route. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. There is no allegation against any fresenius product in relation to the reported event. Limited information was provided for this safety report. As of (B)(6) 2014, the patient continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient's signs and symptoms of peritonitis have resolved, the patient's complaint of abdominal pain has resolved, and the patient completed the prescribed antibiotic therapy for the episode of peritonitis.